Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair the surgeon had two ar-13995n scorpion needles that had issue and broke off during the case. The lot number for both needles was lot 10674580 and came from the same box. According to the staff, the first needle tip was retrieved but the second needle tip was not. It was reported that it is presumed to have been suctioned away with the neptune machine, but is not confirmed. The case was completed as planned. The facility did not save the broken needles. Two needles were used which had issue and are not available to return. One from opened box was opened by the facility to view the needle and use for comparison to confirm device retrievals and is not available to return. 2 remain in the opened box. The facility will return the opened box with the two unopened needles and is seeking credit for a total of 5 needles.